Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The customer reported the following issue: "during a humerus plate hardware removal case, the tip of the t15 screwdriver broke in a screw. The procedure was delayed by 20 min."